Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3cg tls stylet. Blood residue was observed on the sample. A break was observed in the stylet. A break was observed in the stylet 4mm from the distal tip. The distal end of the wire was not returned for evaluation. Microscopic inspection of the distal end of the sample confirmed the distal tip to be missing. The fracture profile exhibited two different circumferentially opposite fracture planes which met at a point. The fracture surface was sharply defined. The two opposing planes were consistent with a scissor cut, where the two opposing blades of the instrument cause the two differing planes and the point where the blades met caused the point in the fracture profile. Attempts to replicate the failure using a non-complainant device confirmed that scissors caused the observed damage. It appeared that the tip of the stylet was cut when the catheter was trimmed. The stylet tag warning not to cut the stylet when trimming the catheter was in place. A lot history review (lhr) of rezl1490 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - when evaluating a returned sample, bas engineers found that the tip of the guidewire was missing.